Event description:
A malfunction was reported on the pump, identified by malfunction code malf 12. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl. Technical support assisted the customer in resetting the pump, which resolved the malfunction, and the customer was advised to call back if the issue recurred. There was no adverse impact to the customer¿s blood glucose level, and the customer was able to continue using the pump.